Event description:
It was reported that during navigation, the physician approached the lesion and brought the c-arm in for verification and it was found that they were 2-3 cm off the target although the system showed them to be right on it. The physician redid the auto registration but received the same result. Next, a manual registration was attempted but they were unable to acquire a score. They tried one more auto registration but again the visual verification with the c-arm was off. Therefore, the site was not able to complete the case using the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
A copy of the recording from this case was received for analysis. The analysis of the case recording showed that one of the patient sensors was not appropriately attached to the patient. In addition, the patient had patterns of irregular breathing and movement during registration. The recordings also showed that the automatic registration had an unbalanced survey and was too detailed in the right lower lobe. In addition, when the manual registration was performed, the registration points were marked in different breathing phases and they should have been marked during a breath hold. All of these issues combined led to a large CT-to body divergence which led to the inaccuracies reported. This information was passed onto this physician and they have had successful cases since.

Manufacturer narrative:
There was a case performed at this site on (B)(4) 2010, and the system performed normally. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.